Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician, the cause of the coronary occlusion was due to the valve. The valve did not dislodge and occlude the coronary ostia, and the delivery catheter system (dcs) did not dislodge calcium or plaque that occluded the coronary artery. It was noted that the patient did not have history of coronary artery disease. No additional adverse patient effects were reported.

Event description:
Medtronic received information that approximately 4-5 minutes following the implant of this transcatheter bioprosthetic valve, st depression and a decrease in blood pressure were observed. Subsequently, percutaneous cardiopulmonary support was prepared, taking approximately 5 minutes. Intravascular ultrasound (ivus) and contrast imaging were then performed and indicated a high chance of left main (lm) coronary artery occlusion. The lm was cannulated and non-medtronic guidewires were placed in the left circumflex artery and lm which were examined using ivus. Next, a 3x15 mm dilation catheter was used to complete the percutaneous transluminal angioplasty followed by the placement of a 4x38 mm medtronic drug-eluting stent. Post implantation ivus was performed, and a 5mm balloon was used for post-dilatation. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329 (lot: 0012033691); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.